Event description:
It was reported that far filed r-waves were noted on the implantable cardioverter defibrillator (ICD) electrograms (egm). Device reprogramming was discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.